Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv 1.5 overinfused. This occurred during patient infusion. The reporter stated that the expected infusion time of the device was five days; however, all the solution had infused within four days. There was no patient injury or medical intervention associated with this event. No additional information is available.